Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a piece of the jaws detached. The size of the piece was about 2mm and it was retrieved. A new device was used to continue. There was no patient injury.

Manufacturer narrative:
Evaluation summary one lf1737 sample was received and evaluation of the returned device confirmed the reported condition. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and disengaged. The disengaged piece was returned for investigation. The cord plug of the device was also cut off and not returned. The investigation found the bottom jaw over-mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over-mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.